Manufacturer narrative:
Section e1 initial reporter street address continued: (B)(6). Section e3: occupation is patient/consumer. The coaguchek xs meter serial number was (B)(6). On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations canoccur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of discrepant inr results with a coaguchek xs meter compared to an unknown laboratory method. The result from the laboratory was 1.42 inr. The result from the meter within 1 hour was 3.1 inr. The patient¿s therapeutic range was not provided.